Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose at the time of incident was 325 mg/dl. The customer was assisted with troubleshooting but did not resolve the issue. The customer stated that the insulin pump was unable to complete rewind without getting no delivery alarm. The customer was advised the insulin pump needs to be replaced. Recommended customer refer to back up plan per health care provider¿s instructions. The insulin pump will not be returned for analysis.